Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An imp, tsv, mcol mg, 3.7mm, 8mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. The reported device location was 46 (fdi) and was used for approximately 7 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvmb8) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name . D2: device product code . D4: catalog . G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
It was reported that the implant fractured in the crestal part due to a traffic accident. It was confirmed that the surgical procedure was not completed with another implant. The doctor also confirms that the patient did not suffer any negative impact on his health. Pain and inflammation were reported as consequence of the event.